Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "serious pain and mental anguish."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with kyphotic deformity with splaying of the spinous process at c4, 5, and collapse of the body of c4 with a kyphotic deformity and shoulder pain. The pain was so bad the patient could not stand, could not sleep, and medication did not work. The patient was diagnosed with collapse of vertebral body c4 with kyphotic deformity and pain following intercervical diskectomy / fusion c3-4. The patient underwent 1) redo anterior cervical surgery with removal of previous plate from c3-c4 and removal of bone graft at c3-4; 2) c4 corpectomy using cage at c3-c5 with autologous bone and bmp and 45 mm plate, four 16 mm screws (the mesh was 30 cm long, 10 x 14); and 3) posterior cervical fusion lateral mass screws bilaterally c3, 4, 5 with graft expander/extender and bmp. Per op notes, c-arm fluoroscopy was used for localization and used throughout the case. Gradual dissection was done. The plate was found inferiorly. Dissection was carried higher until the plate was exposed from above. Medtronic plate was removed with the medtronic equipment. Oval wire mesh cage 10 x 14 x 30 was impacted into place a little lower on the inferior side but under the lip on the top and tightly impacted. A 45 mm medtronic plate was selected and positioned in place. Two 16 mm screws were placed down partially and two inferiorly. Facets were decorticated. Bmp and mastergraft were then placed along both sides. No complications reported. One week post-op, the patient presented with 1) respiratory failure, 2) pickwickian syndrome, 3) morbid obesity, 4) ventilatory dependence, 5) chronic anemia, 6) coronary artery disease, and 7) diabetes mellitus. The patient underwent tracheostomy and fiberoptic bronchoscopy with therapeutic bronchoalveolar lavage. No complications reported. Six weeks post-op, the patient underwent CT cervical spine due to c4 deformity. CT impression: markedly improved alignment and canal compromise relative to the previous exam with interval postoperative changes and no new abnormalities.